Manufacturer narrative:
Final analysis found that the insulation was abraded at 15.3 cm to 15.7 cm from the distal tip, due to friction with another implantable device. There was also insulation abrasion was at 31.3 cm to 31.5 cm from the distal tip, due to friction with the device can.

Event description:
It was reproted that the patient presented to the emergency room after receiving shock therapy. The atrial lead exhibited noise. On (B)(6) 2013, the lead was explanted during the explant of the ventricular lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.